Event description:
A customer reported that during an attempted rescue on (b)(6) 2026, the AED did not complete its normal startup sequence when the power button was pressed. The device repeatedly announced, "Performing battery pack self-test... battery pack okay," and did not proceed to the normal voice prompts. The rescuer replaced the 9-volt battery, but the reported behavior persisted. The customer reported that when the power button was held down, the AED initiated the normal startup sequence. The customer stated that shocks were advised by the 911 operator. No patient death or injury was reported.

Manufacturer narrative:
The device was requested for return for further investigation. Upon receipt, the device underwent bench testing. Testing confirmed that the AED would not power on normally. The device could be powered on in rescue mode only while the power button was continuously pressed; the AED powered off when the button was released. Further investigation determined that the failure was caused by a malfunctioning low-voltage PIC integrated circuit.